Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose levels of 50s mg/dl. The customer treated the bg level with drinking orange juice. The customer stated that the low bg was due to setting the basal rate to high overnight and on another event had long lasting insulin remaining from a previous insulin therapy and had turned off the temp rate by mistake. The customer reported that is new to the tandem pump and required profile adjustments. The customer contacted their certified diabetes specialist regarding the basal rate. The customer reported no longer experiencing the low blood glucose levels in the morning.